Event description:
Pt reported that their blood glucose began rising, then 2 mos later pt lapsed into a three-day diabetic ketoacidotic coma with blood glucose levels of 400-900 mg/dl. Pt was admitted to hospital during for four days (treatment received: insulin IV).